Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiber life function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on device analysis, the potential for forward firing may exist. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, a total of four (4) fibers were used. The first two fibers broke at the distal tip; the first failed at 114,894 joules and 11 minutes of use and the second failed at 121,687 joules and 18:55 minutes of use and error 171 was noted. The third fiber failed at 282,435 joules and 31:53 minutes of use with no failure mode reported. The procedure was completed with a fourth fiber. The fiber tip (cap) of all three failed fibers were not cleaned during the procedure. No injury to the patient was reported. This event is for the first failed fiber.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, a total of four (4) fibers were used. The first two fibers broke at the distal tip; the first failed at 114,894 joules and 11 minutes of use and the second failed at 121,687 joules and 18:55 minutes of use and error 171 was noted. The third fiber failed at 282,435 joules and 31:53 minutes of use with no failure mode reported. The procedure was completed with a fourth fiber. The fiber tip (cap) of all three failed fibers were not cleaned during the procedure. No injury to the patient was reported. This event is for the first failed fiber.